Event description:
It was reported that the customer received a button error alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 198mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The act button on the insulin pump was unresponsive due to corroded keypad traces. No button error alarm noted during testing. Battery out limit alarm was not verified and displacement test, basic occlusion test, occlusion test, prime test, no delivery test were note performed due to keypad anomaly. The following cosmetic damage was noted: minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.